Event description:
It was reported that data on the continuous glucose monitor graph was absent. Troubleshooting was performed and reportedly, the customer successfully started a sensor session. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.